Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ultrasound tip was loose and could not be attached to a handpiece during calibration for cataract surgery with intraocular lens implantation. The surgery was completed on the same day after replacing the product with another one. There was no information about patient impact. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip, with a wrench in a small parts tray (smpt) in a tray with other items was returned for the report of ultrasonic (us) tip loose and could not attached to handpiece. The returned sample was visually inspected and was found to be conforming. The sample was functionally thread checked with a go and no-go gage and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, tip was found loose as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phacoemulsification tip was manufactured to specification. All phacoemulsification tips are hundred percent visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).